Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic experiencing near syncopal episodes. The ventricular lead was oversensing noise which caused pauses in pacing. The lead was reprogrammed to doo at 80 pulses per minute. The patient was advised to have the lead revised but refused.